Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the catheter on the 11th day after use.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found heavy salt accumulation around the drainage eye of the returned catheter causing the water difficult to flow through. The catheter was dissected and observed salt accumulation in the drainage lumen causing the blockage. A potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no urine flow from the catheter on the 11th day after use.